Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a pump was unable to deliver fluid to a pt. The device was programmed to deliver a vasopressor/inotrop at a rate of 13.6 ml/hr. Two IV extension sets (approx 200 inches) were added to the end of the primary IV set. The customer stated that the pt's blood pressure dropped critically low and required medical intervention.